Manufacturer narrative:
(B)(4). Multiple products used in the event. It is unknown which product caused the event. S.no: product ID: lot number: quantity: 1. (B)(4); h5149696; 1 2. (B)(4); h5153603 ; 1 3. (B)(4); h5171409; 1 4. (B)(4); h5173047; 1 5. (B)(4); 0377453w; 1 6. (B)(4); h5150413; 1 7. (B)(4); h5157401; 1 8. (B)(4); h5171409; 1 9. (B)(4); 0377453w; 1. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, patient underwent plif surgery (inserted 2 cages) at l3-l4 for lcs. Post-op, postoperative infection was observed in the patient. Revision surgery was performed to remove screws and cages, at l1, 2, 5 and s1 levels, and iliac bone was placed anteriorly. The surgeon commented that diabetes might have caused the event. Malfunction of product was not reported. There was no other patient complications except post-op infection. The infection was found out to be not so serious in the revision surgery and the surgeon reportedly commented that it might have been treated with medication.